Manufacturer narrative:
H3/h6: investigation was performed via log file review. The investigation confirmed that a blood in dialysate alarm presented, and the machine operated as intended. At this time the cause of the patient's blood loss is not likely to be related to tablo, however causality has not been confirmed. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was a blood dialysate alarm during treatment. Treatment was ended and the user noted that they discarded blood three times resulting in approximately 900ml blood loss. There was no patient complications reported. Multiple attempts were made by outset clinical specialist to obtain additional information; however, the customer did not respond.